Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed (B)(4) that system fault messages (sf 74 and 223) were observed on an astral device. These messages resulted in an alarm which notified the caregiver of the faults. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house located in (B)(4). The reported complaint of system fault 223 and system fault 74 were confirmed through review of the device logs. The investigation determined that the system fault 74 was a single occurrence and could not be reproduced during in-house testing. Further investigation determined that the system fault 223 was due to an electronic component failure within the peep motor. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).